Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not deliver while bolusing and the vibration was not working at all. While troubleshooting the insulin pump was vibrating and bolusing properly; however, the customer said it was intermittent. Customer's blood glucose level was 9.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and self-tests. The pump was programed with multiple bolus units. All boluses were delivery properly and recorded in the pump history screen. No bolus anomaly was noted. The vibrator motor functioned properly during the self-test. No vibration anomaly was noted. The pump passed the unexpected restart and all operating current measurements. No damage on the keypad traces or buttons anomaly noted during testing. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked case near the reservoir tube window and a cracked pump belt clip slot.